Event description:
It was reported per medical records, (B)(4) 2008: patient injured her back at work on (B)(6) 2005. A lumbar myelogram and post-contrast CT scan were obtained on (B)(6) 2007 which confirmed instability at l4-5 with a grade 1 spondylolisthesis and multilevel degenerative change. (B)(6) 2008: pre-operative diagnosis:spondylolisthesis, l4-l5,foraminal stenosis, l4-l5,mechanical low back pain,lumbar radiculopathy post-operative diagnosis: spondylolisthesis, l4-l5, foraminal stenosis, l4-l5,mechanical low back pain,lumbar radiculopathy operations: posterior instrumented fusion, l4 to s1 with infuse, mastergraft matrix, and local bone grafting. Complete l5, partial l4 laminectomy, partial facetectomy and bilateral foraminotomies. (B)(6) 2008: per medical records, hardware is in place and intact. She is neurologically intact and her pain is improving. (B)(6) 2009: impression- evidence of l3-s1 posterior hardware fusion and laminectomies, without complication,minimal, presumably pre-existing degenerative anterolisthesis of l4-5,moderate degenerative disc change at l5-s1, otherwise unremarkable, negative for disc herniation or spinal stenosis. (B)(6) 2009: per medical records, CT myelogram shows the fusion to be in place and intact. The hardware is well maintained. Alignment is well maintained. She has no evidence of impingement, disk herniation, or stenosis. (B)(6) 2009: per medical records, patient presents with severe back pain that changes in intensity. Patient takes percocet to ease her pain.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.